Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare new (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device(s) and completion of our investigation.

Event description:
A hospital in (B)(6) reported that four mr290 autofeed humidification chambers have broken waterfeed line. This was found prior to patient use.